Manufacturer narrative:
Date sent to the FDA: 05/16/2019. Additional information was requested, and the following was obtained: the patient demographic info: age, weight, bmi at the time of index procedure? Date of initial surgical procedure when tvt retropubic was implanted? Not disclosed . Any concurrent procedure/device implantation? No. Were there any intra-operative complications? No . When was the mesh exposure first noted by a physician? Unknown . Date and details of excision procedure? (B)(6) 2019. Was dyspareunia resolved after excision? Unknown. Product code and lot #? Unknown . Will product be returned? If yes, please provide a return date, tracking information? No. What is physician¿s opinion as to the etiology of or contributing factors to this event? No.

Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at the later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. The patient demographic info: age, weight, bmi at the time of index procedure date of initial surgical procedure when tvt retropubic was implanted? Any concurrent procedure/device implantation? Were there any intra-operative complications? When was the mesh exposure first noted by a physician? Date and details of excision procedure? Was dyspareunia resolved after excision? Product code and lot #? Will product be returned? If yes, please provide a return date, tracking information? What is physician¿s opinion as to the etiology of or contributing factors to this event?

Event description:
It was reported that the patient underwent a sling procedure on unknown date and the mesh was implanted. Following the procedure, the patient experienced a minor sub urethral mesh exposure causing dyspareunia. Exposed mesh was excised. Additional information has been requested.